Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the some foley catheter balloons not deflating. A total of three foleys catheters were used on a patient and the balloons did not deflate when attempting to remove them. No patient harm was reported. There were seven foley catheters remaining from that particular lot that were unopened and the customer did not want to use them.

Manufacturer narrative:
The reported event is unconfirmed as the products received all meet specifications. Visual evaluation for all trays received: received 7 unopened sure step foley tray system. Of the 7 trays received one tray with a verified material number a897516 and batch number ngjs2974. 2 trays with a verified material number a897516 and batch number ngjt2587, and 4 trays have a verified material number a897516 and batch number ngjr1651, visual evaluation for tray with batch number ngjs2974: visual evaluation: using returned syringe inflated catheter with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Upon inflation no leaking or cuffing occurred and concentricity of balloon meets specification. Catheter balloon deflated under 5 minutes with no difficulties. Visual evaluation for trays with batch number ngjt2587 for both trays received, using returned syringe inflated catheter with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Upon inflation no leaking or cuffing occurred and concentricity of balloon meets specification. Catheter balloon deflated under 5 minutes with no difficulties. Visual evaluation for trays with batch number ngjr1651: for all four trays received, using returned syringe inflated catheter with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Upon inflation no leaking or cuffing occurred and concentricity of balloon meets specification. Catheter balloon deflated under 5 minutes with no difficulties. No root cause could be found because the reported event was unconfirmed. The DHR reviews are not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction- d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the some foley catheter balloons not deflating. A total of three foleys catheters were used on a patient and the balloons did not deflate when attempting to remove them. No patient harm was reported. There were seven foley catheters remaining from that particular lot that were unopened and the customer did not want to use them. Per sample form received on 20nov2024, it was reported that they used a foley as designed, the balloon would not deflate and had to be cut to release the water and allow for removal. Subsequently several foley kits with the same lot number had problem when tested the balloon, as they did after the first difficulty, all the problem kits were the same lot. Foley had to be cut to release a balloon that would not deflate.